Manufacturer narrative:
Continuation of d10: product ID {evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy and a chunk of calcium protruding in the annulus, the valve was deployed to 80% and recaptured due to shallow positioning. During the recapture; however, the valve dislodged out of the annulus. Despite the dislodge of the valve, the full recapture was completed and a second attempt at deployment was made. At 80% deployment and a depth of 3 mm, an infold was noted in the valve frame. The infold which was subsequently confirmed in the left anterior oblique projection. The valve was recaptured again and withdrawn from the patient. A new valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: two static images were provided for review. Fluoroscopic valve load inspection was not provided; thus, it is not possible to validate good load. The images provided show evidence of an infold during the deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. Since fluoroscopic valve load inspection was not provided, it is not possible to rule out that possible misload might have contributed to the infold. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that annular calcification was protruding on the right side which contributed to the dislodge. The deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged in the aortic direction. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were 3 millimeter¿s (mm). After valve dislodgement, the valve was out of the annulus near the sinotubular junction (stj). It was noted that a non-medtronic wire was used during the procedure. No adverse patient effects were reported.